Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown part number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was involved in an orthopedic clinical trial experienced post-operative shoulder pain. Patient was implanted with prodisc-c ld-6mm on (B)(6) 2010. The post-operative pain began sixty months postoperatively, exact date not reported. This report is 1 of 1 for (B)(4).